Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. From the response the clinic provided, the patients symptoms are likely due to poor adaptation to diffractive intraocular lens (iol) optics, combined with mismatched expectations. The instructions for use (IFU) states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light(starbursts) under nighttime conditions, or glare, as well as other visual symptoms. As with other multifocal iols, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care reported following an intraocular lens (iol) implant procedure, the patient struggling to neuroadapt to glare and halos. Patient very upset and struggling with daily life/ mentally distressed about post operative vision. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information was requested.